Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit was discovered to have blood in pim and safety disk. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
Event site postal code: (B)(6). A getinge field service engineer (fse) was dispatched to investigate the issue. Upon investigation, the fse observed blood in pim and safety disk only. In order to solve the issue, the fse replaced the pneumatic module assy. The unit passed all functional and calibration tests. The unit was then returned to the customer and cleared for clinical use. Additional contact persons information - (B)(6) jj cath lab

Event description:
It was reported that during use, there was blood ingress in the cardiosave intra-aortic balloon pump (iabp). There was no report of patient harm, serious injury or adverse event.